Event description:
Needle breakage [needle issue], needles are bending when he is trying to inject [needle issue]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case was reported by a consumer from (B)(6) as "needle breakage" and "needles are bending when he is trying to inject." It concerns a male pt (age unk) who was using novofine (needle) therapy, from an unk date. Pt's height: not reported. Medical history is not reported. The pt reported that the needles are bending when he's trying to inject. Pt reports that he actually had one break off in his stomach while injecting. Rptr (wife of pt) mentioned that his stomach 'is rock hard' from yrs of doing injections. She no longer has the box, requested that her husband retain peel-off label if possible and any other needles that he has a problem with to return for inspection. No permission to contact health care professional. Action taken to novofine was not reported. The overall outcome of the events was unk.